Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of an unknown concentration at a dose rate of 8.678 mg/day and marcaine of unknown concentration at a dose rate of 4.339 mg/day via an implantable pump as of (B)(6) 2018 for non-malignant pain and failed back surgery syndrome. It was reported that the patient had went through withdrawal in (B)(6) 2018 when they were traveling. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The patient didn¿t realize she was going through withdrawal for 2 days. Withdrawal symptoms were throwing up, diarrhea, and shaking. It was further described as having been really bad and she had to be put into the hospital. No further patient complications have been reported as a result of this event.